Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an attempt to gain access for a pace maker in a male patient, the tip of the wire sheared off into the patient. The small tip is stuck in the subclavian tissue; retrieval attempts were unsuccessful. The patient is stable and the pace maker procedure was successful. The patient will be monitored for adverse effects and is in stable condition.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, device history record, and specifications of the product was conducted. The complaint device was not returned for investigation. No images were provided and the lot number of the complaint device is not available. There is no evidence to suggest the product was not made to specifications. Without further evidence, the root cause is unknown. The device is shipped with a instructions for use which includes information on intended use, precautions, warnings, and instructions for proper use of the device. We have notified the appropriate internal personnel and will continue to monitor complaints for similar events. Per the quality engineering risk assessment, no further action is required.

Event description:
During an attempt to gain access for a pace maker in a male patient, the tip of the wire sheared off into the patient. The small tip is stuck in the subclavian tissue; retrieval attempts were unsuccessful. The patient is stable and the pace maker procedure was successful. The patient will be monitored for adverse effects and is in stable condition.